Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12451 and 2134265-2016-12452. It was reported that three emerge mr balloons, a 2.25mm x20mm, a 2.5mmx30mm and a 27.5mm x30mm all ruptured. The procedure was completed with a cutting balloon. No patient complications were reported.